Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough; guide cath: axess 6f jr4.0; stent: 3.5 x 18 mm xience v. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the heavily calcified lesion and/or the implanted stent, such that the balloon ruptured upon the first inflation; however, without the product to examine a conclusive cause could not be determined. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, concentric de novo proximal right coronary artery lesion, post-predilatation with a non-abbott balloon the 3.5 x 18 mm xience v was deployed. Post-dilatation was performed with the 3.75 x 12 mm voyager nc; however, the balloon ruptured during the first inflation of 10-12 atmosphere after 10 seconds. A non-abbott balloon was used to complete the procedure. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.